Manufacturer narrative:
The report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative. A clamshell repair kit was successfully installed by the technical support specialist on (B)(6) 2018. The patient remains ongoing on the vad support and no further events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there was a separation of the connector end bend relief. There was no alarm for the event and the patient was reported to be asymptomatic. On (B)(6) 2018 a clamshell repair was performed. No additional information was provided.